Manufacturer narrative:
A5 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device implantation was attempted via the left axillary artery using a surgical cutdown approach with a 10 mm hemashield platinum graft in a 72-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock, presenting in society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock. The patient¿s underlying medical history was not provided. The device could not be successfully implanted via the left axillary approach due to patient-specific vascular anatomy, preventing advancement. A subsequent attempt was made to implant the impella 5.5 via the right axillary artery using the same surgical graft approach; however, implantation was again unsuccessful due to the patient¿s vasculature. The impella 5.5 placement attempt was aborted. An impella cp was then able to be placed instead. The reported inability to advance and implant the device is consistent with anatomical and vascular access limitations, which are recognized procedural challenges, particularly in critically ill patients requiring large-bore mechanical circulatory support.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated. H6 type of investigation code was updated.